Event description:
It was reported that a revision surgery was performed due to implant failure.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection revealed the device has fractured at the distal end of the device. Both pieces were returned. A review of the design and manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was attempted; but the fracture would not allow for accurate measurement. An evaluation performed by our research lab noted a highly burnished fracture surface. The extent of the burnishing made it difficult to locate regions of the fracture surface that indicated the failure mode. However, the results of the analyses conducted during this investigation suggest that the nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the nail was unable to bear the imposed patient loading. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. No materials or manufacturing deviations were found in this investigation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.